Event description:
Two lumen peripherally inserted central catheter placed for chemotherapy on (B)(6) 2011. On (B)(6) 2011, prior to first chemotherapy administration, pt complained of stinging with normal saline administration through red port. Blood could not be withdrawn from the red port. Pt underwent dye study. Contrast injected through PICC. Contrast extravasation noted from lumen just below bifurcation from red port. Small pin hole noted. PICC removed. Required another PICC placement on (B)(6) 2011.